Event description:
The involved device is latex hypoallergenic gloves. Wearing of these gloves prodeuced erythematous lesions throughout hands with terrible itching. Physician administered cream to used.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: telemetry failure, other, unanticipated adverse reaction - short term. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.